Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature management was unstable, there was low flow, and the efficacy was not in good condition.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used small arctic gel pad kit present. Three pads within the kit were returned. Visual inspection of the pad surfaces noted no obvious visible defects. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested and the flow rates were found to be within specification. All individual measured flow rates are outlined below: right chest pad: a total of 4.54 l/min m2 of flow rate was registered during the test. Left chest pad: a total of 4.77 l/min m2 of flow rate was registered during the test. Right thigh pad: a total of 4.81 l/min m2 of flow rate was registered during the test. According to the test method, the flow rates were found to be acceptable for all returned pads. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads, using either patient temperature control mode, (automatic) or water temperature control mode, (manual). If the pads fail to prime or a significant, continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the temperature management was unstable, there was low flow, and the efficacy was not in good condition.